Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of a durom us acetabular component 52/46 l. It was reported by pt's counsel that the pt rec'd an implant on (B)(6) 2007 on the right side and had to undergo a revision surgery on (B)(6) 2013 due to pain. Although his surgeon believe there may be some metal reaction, none was found. During the revision surgery a tear in his right hip abductor was repaired and it was discovered that the cup was rim-fixed with no bony ingrowth on the back side of the cup.